Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine device check, post-paced t-wave oversensing on the ventricular channel was noted on a stored egm. Programming changes were recommended, but the physician elected to not make them.

Manufacturer narrative:
(B)(4).